Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with injection vancomycin (1 gram stat dose, route not reported) and injection meropenem (1 gram, twice a day, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.